Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation. This report is in response to medwatch report # mw5098744.

Event description:
Type of procedure performed: lap ectopic pregnancy. The bag did not deploy. The bag was not coming out of the shaft. Opened another inzii to complete the case. The inzii was used with an applied trocar. It is unknown if there were multiple attempts to advance the actuator. There was no consequence to the patient. The device is available to be returned. Medwatch received via mail on 01feb2021 # mw5098744 (entered by name) "the laparoscopic specimen bag did not deploy correctly during surgery." Additional information received via email on 05feb2021 from [name], "yes, these appear to be the same incident". Patient status: no consequence to the patient. Intervention: opened another inzii to complete the case.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that bag was not fully deployed and still attached to the device. The returned unit was disassembled and the pawl, an internal component of the device, severely deformed. Based on the event description and evaluation of the returned unit, it is likely that the tissue bag fell off the supports due to retraction of the actuator prior to full actuation of the device. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is in response to medwatch report #mw5098744.

Event description:
Type of procedure performed: lapectopic pregnancy. The bag did not deploy. The bag was not coming out of the shaft. Opened another inzii to complete the case. The inzii was used with an applied trocar. It is unknown if there were multiple attempts to advance the actuator. There was no consequence to the patient. The device is available to be returned. Photo provided. Medwatch received via mail on 01feb2021 #mw5098744 (entered by name) "the laparoscopic specimen bag did not deploy correctly during surgery." Additional information received via email on 05feb2021 from [name], "yes, these appear to be the same incident". Additional information received via email on 18feb2021 from [name]: upon opening the string, the actuator disengaged. When placed down, the trocar the actuator was difficult to advance and when the bag entered the cavity it open rapidly and was immediately deemed unusable. This had to do with a correlation of the tightening string malfunction and what appeared to be the opening ring inside the bag. Patient status: no consequence to the patient. Intervention: opened another inzii to complete the case.